Manufacturer narrative:
Concomitant: (3) 8100; (3) pri tubing. The report of the infusion bag being emptier than expected with the fluid dripping irregularly and faster than expected could not be confirmed. Physical inspection noted the device to be in good condition. Log analysis confirmed an infusion was started after entry of a remote order at 3:17 pm on (B)(6) 2018, to infuse at 5.63ml/hr with drugid=253, 4mg / 250ml. The drug could not be identified as the data set was not returned. At 3:43 pm a user checked the infusion programming setup but made no changes. The infusion was terminated at 4:14 pm with the cause for the early termination not ascertainable from the log. The recorded volume infused was calculated at 5.715ml. Rate accuracy testing was performed and the device was within specification. No leaking was observed with the disposable set. The cause of the reported event was not identified.

Event description:
The customer reported that epinephrine had been infusing since 1624 on (B)(6) 2018. On (B)(6) 2018 at 1515, a new bag of epinephrine 4mg/250ml and tubing were hung and programmed as a continuous infusion at a rate of 5.6 ml/hr (0.02 mcg/kg/min). After 45 minutes the user noticed that the volume in the epinephrine bag was "significantly lower." Per the user, the rate and dose were programmed correctly and were unchanged from the previous infusion. Upon examination, fluid in the drip chamber was observed to be dripping irregularly and faster than expected. The patient¿s mean arterial pressures (maps) had been in the 70s and increased to the 90s. The heart rate had been in the 90s and increased to 115. The patient felt nauseated which required the tube feedings to be turned off. It was reported that the tubing and devices were replaced and the map decreased to the 60s and the heart rate decreased to the 90s. The customer reviewed the cqi data and noted alarms for door opened, door closed, patient side occlusion and flow blocked.